Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the remote manager door was not opened. A field service engineer replaced the latch to resolve this issue and there was a delay in patient care workflow. The system functioned as intended after field service engineer troubleshooted the device.

Event description:
It was reported by the customer that a pyxis medstation es system remote manager was failed. The customer stated that the remote manager was failed it requires maintenance. There were no adverse events or injuries reported based on this event.